Event description:
It was reported that a large volume folfusor underinfused during infusion. The product contained piperacillin tazobactam 18000mg in 230ml sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.